Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have accidentally given too much insulin when teaching the nurser how to give dosage. Customer was not sure how it happened. Customer was hospitalized due to non-diabetes related incident. Customer's blood glucose was 181 mg/dl. Patient has treated with food. The insulin pump will not be returned for analysis.